Event description:
It was reported that customer experienced low blood glucose level and went to emergency room, then was hospitalized, after accidentally entering and receiving more insulin than intended during bolus delivery. Customer was not admitted to intensive care, did not experience injury or permanent damage, and was released from hospital the next day; customer used correct personal profile settings and mobile app, and although treatment did not resolve issue at time of report, customer agreed to proceed with supply and system check and was advised by technical support to carefully confirm bolus amounts and to consult healthcare provider about factors affecting blood glucose levels.